Manufacturer narrative:
B3: used the first date of the month of the aware date as no event date was provided. The device was returned for analysis. Specifically, both the catheter and the suture were returned for evaluation. Upon examination, it was observed that the catheter had separated into two distinct parts, and additionally, the suture was also found to be detached.

Event description:
Reportable based on the device analysis completed on 22jul2025. It was reported that flexima drain separated from the hub when removing. A flexima? All purpose drainage was selected for use. During the procedure, the flexima drain disconnected from the hub while being removed from the patient and was subsequently retrieved in two separate pieces. There were no patient complications as a result of this event. However, returned device analysis revealed the suture was detached.